Manufacturer narrative:
The technician found the plug end ground pin was loose. The technician replaced power cord to repair the bed.

Event description:
Information received indicates during a preventive maintenance check, the technician found the power cord had high ground resistance.